Event description:
A cartridge change error was reported with the pump. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support guided the customer through several steps to inspect and clean the pump, including the removal of an o-ring on the pneumatic tap and cleaning the area. The customer was then able to successfully load the cartridge and resume insulin therapy.